Event description:
It was reported that the patient¿s blood glucose levels increased above 300 mg/dl after approximately 4-24 hours of pod wear on the abdomen. Upon removing the pod, the cannula was observed to be bent. No medical intervention was reported in relation to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.